Event description:
Syncardia service technician found while performing incoming inspection, freedom driver s/n 5111 had a primary motor that would not engage. When powered, the driver would alarm and secondary motor would engage.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm indicating continuous open or short of the bottom-dead-center sensor detected. Visual inspection of external components found no abnormalities. Visual inspection of internal components found damage to the fan cover anchor, front housing anchor boss, and seizing in the primary motor. Cam follower did not rotate. Freedom driver failed functional testing for acceptance at incoming inspection due the malfunctioning primary motor. Additional testing could not be completed on the primary motor system. Functional testing was performed on the secondary motor system without issue, confirming the device would have been able to sustain support on the secondary system. A known functional primary motor was installed on the driver and all functional testing was passed without issue or alarm with the replacement part. Failure investigation for this complaint confirmed the reported issue. The customer complaint was replicated during functional testing; the root cause of the reported alarm and secondary motor engagement was determined to be a nonconforming primary motor, specifically, a loose rotor. The cause of the loose rotor was found to be a buildup of grease on the gears. This is a known issue that is currently being addressed. Failure investigation identified no other test failures or damage that could have contributed to the reported complaint. The damage found to the fan cover anchor and front housing anchor boss was cosmetic only and could not affect functionality of the driver. The device was not in patient use at the time of the event. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Syncardia service technician found while performing incoming inspection, freedom driver s/n (B)(6) had a primary motor that would not engage. When powered, the driver would alarm and secondary motor would engage.